Event description:
It was reported that hypotension, pericardial effusion and death occurred. The native aortic annulus measured 18.4mm x 21mm with moderate calcium on the leaflets. Pre-dilation was performed with an 18mm balloon. A 23mm lotus edge valve was advanced and deployed. The valve position was assessed as high. The valve was partially resheathed and repositioned lower in accordance with the directions for use. The patient's blood pressure dropped. Transesophageal echocardiogram revealed pericardial effusion. The valve was then fully released and pericardiocentesis was performed. Cardiopulmonary resuscitation was performed for about 20 minutes. The patient expired approximately 20 minutes after the lotus edge valve was deployed.